Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a primary audible alarm background test and an acu watchdog failure alarm as sympathy alarm to primary alarm. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was not intact on mating surfaces of the j9 connection. The cause of the issue is unknown since no external damage or contamination was found on the interconnect board or speaker. According to trouble shooting chart ,background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.

Manufacturer narrative:
The previous device evaluation follow up report was submitted in error. The device evaluation was previously included in the initial report.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis. The primary audible alarm was found in the event history log along with and acu watchdog failure. Power up, infusion and occlusion testing was performed. The analyst was unable to duplicate the customer's reported problem. The flex cable j9 connector was fully seated and glue was intact on the j9 connection. The operator replaced the speaker for preventive maintenance and all functional testing.